Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this clinical study complaint reports right knee adhesions (ae term: rt knee stiffness) secondary to tka, 90 degrees of motion. The event was treated with examination, and closed manipulation of the knee under anesthesia was performed. The outcome is reported as resolved on (B)(6) 2015. Per email communication, additional relevant clinical information is unavailable. Therefore, based on the limited information provided, no further assessment can be rendered at this time. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that the patient presented adhesions in the right knee, secondary to total knee arthroplasty, 90 degrees of motion. Examination and manipulation of the knee under anesthesia was performed and the outcome reported was as "resolved".